Manufacturer narrative:
As the bed is currently configured, it takes approximately 8 steps/button pushes to manually change the scale between lbs and kgs once locked.

Event description:
It was reported by the user facility that they believe it is too easy to switch the scale from measuring in pounds to kilograms. The user facility has all of their beds locked to kilograms, however, they had an event where the scale was measuring in pounds. As a result, they report a patient was allegedly overdosed with warfarin for 3 days. Once the issue was discovered, the patient was administered a coagulant. No further medical intervention was reported. No malfunction of the device is alleged.